Event description:
Miniscope put in steris ii prior to procedure. When scope was retrieved, it was noted that the biological had failed -- note, both the diagnostic and the biological test run this morning had passed. Ten minute delay during anesthesia while scope was reprocessed in autoclave.